Event description:
It was reported by the service and repair department that the item runs all the time when attached to battery. The device did not malfunction during surgery while being used on patient. There was no report of an impact to the patient or a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer reported the device runs continuously. The repair technician reported electronic control damaged as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on may 8, 2014. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional product code for this report includes; gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history review was performed. No service history review can be performed because the lot number cannot be traced. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.